Event description:
It was reported that the patient¿s atrial lead was dislodged. The physician attempted to reposition the lead three times and established that the lead was functioning properly but did not feel comfortable with the interaction of the lead with the repositioning so the physician opted to use a different and larger lead. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.